Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, the handle turned and made the adjusting noise, but the screen did not light up; the internal screen was cracked and there were debris inside the unit that made it rattle. Another handle was used to resolve the issue. There was no patient involvement.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the screen was visibly cracked from the outside, and the handle rattled when it was shaken. Functionally, the handle was placed on a charger and allowed to charge. When the handle was removed from the charger, the unit successfully passed motor test, but screen did not illuminate. The rear handle housing was removed and damage to the oled (organic light-emitting diode) and ir shield was found, which was what caused the rattling noise and the screen to not turn on. It was reported that a component disengaged from the device, the display screen turned off unexpectedly, and the physical appearance of the product was different than expected. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. Damaged oled screen can occur if the device is dropped. The evaluation detected an unreported condition: after disassembly of the device, a non-critical electrical component was found to be damaged. During initialization, it was noted that the handle's piezo tones would not play. After opening the handle, the q12 transistor was noted to be damaged, which would have resulted in a loss of piezo tones. The product analysis noted evidence that the device was not used as intended. Damaged electrical components resulting in loss of piezo function may oc cur due to rough handling such as the handle being dropped. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, the handle turned and made the adjusting noise, but the screen did not light up. The internal screen was cracked and there were debris inside the unit that made it rattle. Another handle was used with its own charger to resolve the issue. There was no patient involvement.